Event description:
The csfa (certified surgical first assistant) was attempting to deploy the endocatch to retrieve a specimen. While the device was in the patient, the handle came completely out of the device. This made it impossible to retract the metal prongs. The device was able to be removed without issue and injury to the patient.